Event description:
Healthcare professional reported that healthcare professional was expecting to implant a hall valve with a conical sewing, but healthcare professional found a supra annular hall valve. Due to the fact there were no other size 23mm valves available and the pt wanted a tilting disc valve, healthcare decided to implant. The valve disc movement was affecting implant and required it to be removed and resutured in. The pt did not tolerate the treatment very well, but is doing fine now. The hospital had ordered a med hall 23 aortic with a conical ring and was shipped a supra-annular 23 aortic in error.